Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a package of relion¿ needles had mixed products with needles of varying lengths. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a package of relion¿ needles had mixed products with needles of varying lengths. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Unable to perform complaint lot history check due to unknown lot number for dimension. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR due to unknown lot number unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: female. Event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that a package of relion¿ needles had mixed products with needles of varying lengths. There was no report of exposure, serious injury or medical intervention.